Manufacturer narrative:
The maryland bipolar forceps (mbf) instrument has been returned and evaluated by the failure analysis team. The mbf instrument was found to have one of the grip tips with scratches. Additionally, the mbf instrument was found to have thermal damage on the bipolar yaw pulley. The probable root cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the bipolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer found scratches and cracks on blades on the maryland bipolar forceps (mbf) instrument. The procedure was completed as planned with no reported injury. Intuitive followed up but not additional information was available.